Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-nov-2025, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port was loose, device was not powered on after 1.5 hour, and a little bit corrosion on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient got 3 boluses a day and the communicator was not working. The caller stated that the last time they got it to work was probably friday morning and after that they couldn't get anything on the screen. The caller said they get a yellow light when they plug the communicator into the outlet, and the green light comes on when plugged into the outlet, but the communicator does not power on. The agent asked the caller to connect with the handset and communicator, and the handset showed communicator not found. The caller confirmed that there was no damage to the power button and the device was plugged in firm and tight. The agent asked the caller to press the power button and there was no light on the power button. The agent asked that caller to plug the communicator into the outlet, and the communicator did not power on. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator power on/off button was not working.